Event description:
It was reported that the ventricular output connector on the external pulse generator (epg) was not working correctly. Additional information was subsequently received reporting the "leads" do not "click" when connected. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was contaminated. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the battery drawer o-ring was missing. (B)(4).